Event description:
The following was received from the MFR. Please note that the steps number 6,7,&8 in the directions on the product label explain to the user how the system should be assembled before proceeding w/ thoracentesis. When properly assembled the system should be closed.